Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the upstream occlusion alarms. Evaluation found the ultrasonic sensor to have low sensor readings which would make the pump more sensitive to air-in-line alarms and upstream occlusions. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed upstream occlusion. It was also reported that there was no pt injury.